Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 03-MAY-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 01-AUG-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the remote manager lock was failed to release. A field service engineer found the station with the remote manager failing intermittently. Troubleshot the issue and determined that the hasp was not making proper contact with the remote manager, removed the hasp from the refrigerator door, replaced the adhesive tape, and reinstalled it, restoring proper contact. The remote manager continued to fail intermittently after the hasp adjustment, so the remote manager panel was opened for further inspection, identified the harness cable as being in poor condition and replaced it, applied conductive grease to the latch mini-switches and secure to the latch harness connections. The customer then performed multiple inventory transactions, and the failure could not be replicated. Additional inventory testing was completed successfully, and the customer confirmed proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Remote Manager, remote manager lock was failed to release. Customer tried to reboot and recover the station, but issue persisted. The customer stated that this malfunction occurred while dispensing medication to patients and caused delay in patient care. However, there were no adverse events or injuries reported based on this event.